Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site was able to pass patient registration but could not verify a straight suction. It was reported that the navigation system did not recognize the suction. It was reported that a second instrument tracker was being used for the suction, separate from the one on the registration probe. It was reported that the probe tracker was placed on the suction and the instrument verified. However, it was reported that the suction then tracked intermittently with metal interference fluctuating and then stating that there was a poor. The emitter was adjusted to reduce the metal interference value but the suction did not track properly still. A microdebrider and blade were reported to track without issue. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.